Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Nail broke during surgery with t2 kids nail. The drilling position needed to be adjusted several times. Another t2 kids nail was used to successfully end the procedure.

Manufacturer narrative:
The reported event of broken nail was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). No deficiency found during dimensional inspection of the returned product. According to found damages the nail breakage had its origination in the area where the sharp-edged imprint was identified. Repeated bending and rotating in different directions had weakened the material in such a manner that the material strength of the flexible nail with ø1.75 had been exceeded. It could not exclude that the nail had hooked up inside the bone preventing easy removal. The labelling explicitly point out not to over-bend the nail and creating any notches on the nail surface. It should be considered that overbending and / bending the nail in reverse over its natural position might reduce the fatigue strength. Based on the above the nail breakage was not linked to a deficiency of the device but was contributed by user induced by material damage including overstressing by bending and rotation. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. The event was not linked to a deficiency of the device.

Event description:
Nail broke during surgery with t2 kids nail. The drilling position needed to be adjusted several times. Another t2 kids nail was used to successfully end the procedure.